Event description:
It was reported that the device was eroded. The device was explanted. The patient status is recovering.

Manufacturer narrative:
The product was returned. Interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.